Manufacturer narrative:
E1: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for flow rate accuracy at a rate of 40ml/hr with a volume to be infused of 40 ml for a 60 min run time. The delivered amount was 38.290 and the error percentage was at -4.275% which is within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under delivered. This was further described as "the preventive maintenance testing was performed utilizing an ida 6 to test for volume output, the parameters were set to 800 ml and 200 ml for the high end with 10 ml and 40 ml for the low end. The unit was under the allotted amount on the high end thus causing it to fail". There was no patient involvement. No additional information is available.